Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter with no original packaging or other devices. The shaft was kinked 3cm and 4cm from the distal tip and there were multiple hypotube kinks. The device was returned in 2 pieces; the hypotube was broken 53cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was selected. During preparation, the shaft broke. When the device was taken out of the loop and while the physician was trying to advance the catheter, it was noted that the shaft broke completely apart. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.